Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During hospitalization for an unrelated condition, diagnostic imaging was performed and it was noted that the right ventricular (rv) lead had perforated the apex resulting in a pericardial effusion. There were no performance issues with the rv lead. The rv lead was explanted and replaced and the patient was given drug therapy and monitored to resolve the event. The patient was in stable condition.